Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
The patient reported that they had pain while urinating and there was blood in their urine after removing the catheter on day 2 of the advanced evaluation. On day 5 of the advanced evaluation, the patient indicated that it burned while urinating. It was noted that they passed a small blood clot through their urine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.